Event description:
It was reported that during a lobectomy procedure, as the first clip was not formed properly, the device was removed from the patient. When the device was fired to check its function, the clip was malformed, and then jamming occurred outside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.